Manufacturer narrative:
The customer complaint of the autopass collet broken during surgery is confirmed. The returned used device, item smi-02ap was evaluated per design and specifications. It was found the lower jaw is broken off with no other signs of damage however, the broken lower jaw was not returned for evaluation. The mechanisms feel normal and there is no noticeable bend in the device shaft. The needle loads into suture passer with no issue noted. The service history was reviewed, and no prior data was found. As this is a purchased finished device, a DHR was requested from the vendor, classis wire. The vendor response indicated no abnormalities were found. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 58 complaints, regarding 59 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to avoid lateral stresses to the instrument or device function may be compromised. The IFU also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly prior to each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item # smi-02ap, serial (B)(4) that occurred at (B)(6) hospital. It was reported that the collet of autopass was broken during op rct involving a male patient. It is indicated there was no impact or injury to the patient, the fragment was removed and the procedure was successfully completed using an alternate device. Additional information received indicates the issue occurred (B)(6) 2020 during a "rotator cuff repair operation". The device broke when clipped the tendon. It had been used less than 3 times during the procedure. The broken collet of the autopass device was removed immediately. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.